Event description:
Caller reported an occlusion alarm, and it was confirmed that the event occurred earlier in the day before contacting support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register as ¿high¿ on the continuous glucose monitor. The customer resolved the occlusion issues by changing the infusion set and cartridge and resumed insulin therapy. The customer experienced multiple prior occlusion events and requested additional assistance, prompting a follow-up and potential replacements from technical support.